Event description:
Consumer stated that she had used the gum max clean toothbrush and one of the bristles came off the brush and got stuck between her teeth.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.